Event description:
It was reported that the customer was hospitalized due to high blood glucose level on (B)(6) 2017 with blood glucose level in 20¿s mmol/l. The customer had high and low blood glucose level. The customer¿s blood glucose level was 23.4 mmol/l which was treated with insulin pump however the customer still had high blood glucose level. The customer¿s low blood glucose level was 3.2 mmol/l and 3.7 mmol/l and the customer was treated with biscuits. The customer¿s current blood glucose level was 6.2 mmol/l. The customer had symptom related to high blood glucose level such as nausea. The customer was not hospitalized however, the health care professional reported that there was something wrong with the insulin pump. The customer was wearing insulin pump at the time of hospitalization. The customer performed displacement test and high pressure test and both of it passed and did not allege that the insulin pump was under delivering. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis. Pump passed functional testing. Correction: customer treated low blood glucose at the second hospital.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Recall: z-0958-2020. (B)(4). S/w version 2.9d unit was not received in manufacture mode. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08720 inches. Unit properly connected to glucose sensor simulator. The sensor reading displayed properly. No sensor anomalies noted. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.